Event description:
It was reported that the patient did not have a correct programming and was experiencing inadequate stimulation. The patient underwent a system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn : m365sc2317500. Model:sc-2317-50. Serial: (B)(4). Batch: 5086096.